Event description:
It was reported that the user experienced hyperglycemia after a missed meal announcement when adhesive set failure caused an accidental disconnection, after which the user replaced supplies and resumed insulin delivery while the ilet algorithm provided corrective dosing. Symptoms included hyperglycemia with readings peaking in the 300s and trending down over subsequent checks. Outcomes included no hospitalization and successful regulation of blood glucose as the value declined after corrections. Investigation included caregiver follow-up and confirmation of device function after supply replacement. Investigation of this case revealed that the hyperglycemia was associated with a missed meal announcement due to a temporary disconnection, with no device malfunction observed after the infusion set and supplies were changed. It was concluded, based on previously established findings for similar reports, that user-related operational factors during a supply failure caused the event.